Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and lost sensor. Customer's blood glucose was 148 mg/dl at the time of incident. Troubleshooting found that the alarms cannot clear. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 due to corrosion and rust on the force sensor, corrosion was also found on the electronic assembly and motor during our visual inspection. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test or verify lost sensor signal alarm due to critical pump error open book image. The insulin pump had corroded battery tube, scratched case, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.